Event description:
During servicing at the philips repair bench, the power pca was replaced to resolve the customers' reported symptom. After this part was replaced the device began to reboot.

Manufacturer narrative:
(B)(4). During servicing at the philips repair bench, the power pca was replaced to resolve the customers' reported symptom. After this part was replaced the device began to reboot. The issue was located to the processor pca. The processor pca was replaced to resolve the issue. The device passed all testing and was returned to service.